Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer with ise and identified the failure mode as defective sample probe wash syringes. The fse replaced the defective sample probe wash syringes to resolve the issue. ¿ section a2, a4 and a5: information not provided by customer. ¿ beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining ongoing ¿*¿ flags on patient results and qc (quality control) involving the au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics. Relevant tests/laboratory data, including dates not provided by customer.